Manufacturer narrative:
Patient information is unknown. Additional procodes: dzj, hxx. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. Part: 03.505.004; lot: 8101489; manufacturing site: selzach; supplier: diener ag; release to warehouse date: july 23, 2010. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Background: the returned handle for 90° screwdriver is a reusable instrument, used in conjunction with the other devices of the 90° screwdriver assembly, to offer a tool which can be used to perform minimally invasive pre drilling and insertion of screws without additional incisions. Customer quality investigation: the following investigations were performed: device interaction/functional & damage -visual appearance not as expected: visual inspection performed at customer quality observed no relevant issues with the returned handle portion of the 90-degree screwdriver, except for the worn threads and slightly deformed edge proximal to its mating threaded portions. No other subcomponent that will make up a complete screwdriver was returned. Only the handle portion was returned. Both functional inspection and complaint condition replication was not able to be performed as no other components of the device except for the handle was returned. Therefore, the given complaint condition was not able to be confirmed. However, due to the deformation identified the overall complaint condition was confirmed. Dimensional analysis and document/specification review: the returned device was manufactured in july 2010 and is over 7 years old. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Therefore, review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Handle assembly design drawing was reviewed during this investigation and no product design issues or discrepancies were observed. A dimensional inspection was not performed due to missing subcomponents relevant to complaint condition. Furthermore, dimensional inspection on the deformed surfaces were not performed due to significant post manufacture damage. Conclusion: a definitive root cause for the reported complaint condition could not be determined based on the provided information. However, it is possible that the observed deformation is most likely the result of cumulative wear or rough handling from over 7+ years of use. With the available information, this complaint is not confirmed for the reported condition of noise during usage, but is confirmed for worn and deformed surfaces. However, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that on (B)(6) 2018, the gearing system, including the handle, for 90-degree screwdriver became very noisy during a bimax surgery. Surgical outcome is unknown. It was unknown if there was a surgical delay. There was no patient consequence reported. This report is for a handle for 90° screwdriver. This is report 1 of 1 for (B)(4).